Event description:
As reported, following delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph] secondary to uterine inertia. The patient experienced an estimated total blood loss of 550ml. The balloon was placed in the uterus with toothless oval forceps and injected with saline solution when the leaking was noted, the liquid was found to flow out of the drainage tube during the injection process. 500ml was lost before the device failure and an additional 50ml of blood was lost following device failure. The user removed the device and replaced with another same-like device and the bleeding was stopped gradually. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
H3: device has not yet been returned to manufacturer; however, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Manufacturer narrative:
As reported, following delivery, a cook bakri postpartum balloon with rapid instillation components was used for treatment of postpartum hemorrhage [pph] secondary to uterine inertia. The patient experienced an estimated total blood loss of 550ml. The balloon was placed in the uterus with toothless oval forceps and injected with saline solution when the leaking was noted, the liquid was found to flow out of the drainage tube during the injection process. 500ml was lost before the device failure and an additional 50ml of blood was lost following device failure. The user removed the device and replaced with another same-like device and the bleeding was stopped gradually. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), device master record (dmr), and instructions for use (IFU), were conducted during the investigation. Functional tests and visual inspection of the returned complaint device were also conducted. One device was returned for investigation in opened packaging. The balloon was leak tested, revealing a communication between lumens at point where small tubing is joined to main body. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for lot. A complaint history database search showed two other related complaints associated with the lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.